Event description:
It was reported that the pt was having pain due to phrenic nerve stimulation. When repositioning was unsuccessful the lead was explanted and replaced. No electrical anomalies were detected, except the pacing lead impedance had dropped. During the procedure, the helix would not extend.

Manufacturer narrative:
All info provided by MFR, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of helix anomaly was confirmed in the laboratory. Analysis found the inner coil at the connector pin was over torqued. Electrical testing performed on the lead returned in normal lead impedance and continuity measurements. No other anomalies were found.